Event description:
The customer reported that the blade in the device would not retract and the device jaws would no longer open. Another device was used to resect tissue around the jaws in order to remove the device. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.